Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bos. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. No deviations were noted during the header inspection. The memory content of the ICD was analyzed. The analysis revealed a documented shock impedance of greater than 150 ohm since (B)(6) 2017. Furthermore the analysis of the available iegms showed noise in the far-field channel. Besides that, the memory content showed no anomalies. Therefore, the impedance measurement functions of the device were thoroughly tested and proved to be fully functional. There was no indication of device malfunction. The ability of the device to deliver therapies was verified. The anti- bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the shock and pacing impedances were as expected. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).

Event description:
This device was explanted because of high voltage picked up by home monitoring. When the patient went in for surgery, the lead was found not screwed in; the doctor said he thinks there is a problem with the set screw. Should additional information be received, this file will be updated.